Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was to ask about using the clinician therapy application to connect to the ins. Following the patient's procedure on 24 feb 2023, they were trying to connect to the ins using the handset/clinician application and the caller indicated that they were not able to connect after 20 attempts. The caller indicated that they also had difficulty connecting with the 3037, they had to apply a lot of pressure in the area of the ins to get the patient remote to connect. The caller asked about using the application and patient programmer to connect to the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller indicated that they were going to provide the handset to the patient and follow-up with the patient later. Additional information was received from a manufacturer representative (rep). The rep reported that the difficulty connecting the app to the ins was determined to be since the device was re- implanted pretty deep and the dressing was super thick. The rep talked with the patient yesterday after the dressing was removed, and they were able to connect the communicator to the implant and make appropriate adjustments/power on. The issue has been resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.